Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the outer hose on the motor device came apart. It was noted in the service order that the handpiece on the device overheated and the hose was torn. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition of a hole in the hose was confirmed, but the report of ¿heating up¿ was not confirmed. The assignable root cause of the hole in cord was due to mishandling of the device, by allowing the cord to come in contact with a sharp object which led to component damage. This is further defined as misuse, abuse and/or user error. If additional information should become available; a supplemental medwatch report will be sent accordingly.